Event description:
Amp-17cm h2o map 12 cm h2o hz 12 alarms set. Map began to fall, ventilator alarmed. Pt's spo2 decreased. Pt manually bagged and stabilized. Therapist noted low source gas alarm on. Ventilator checked, found appropiate but would not restart. Operator's manual suggested internal filter problem. Biomed examined, serviced and changed filter. Hour timer had 470 hrs. Unable to duplicate problem in biomed. There were questions of a second alarm, overheating, that prevented vent to restart.